Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece overheated and the gears were not working. No patient impact reported.

Manufacturer narrative:
Upon further inspection, housing and motor assembly was heavily corroded with the motor bedded inside the housing. Handpiece has been repaired and tested as per manufacturing specifications. If information is provided in the future, a supplemental report will be issued.